Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a power on reset (por) occurred. A critical random access memory parity error was recorded on (B)(6) 2010. The analyst commented that the por severity is low. The device should be able to fully recover after the reset. Corrected data: patient date of death and removed device remains activated device code.

Event description:
It was reported that the patient's device had a power on reset (por) and was in vvi mode when interrogated. A save-to -disk (s2d) file was sent for review. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.